Manufacturer narrative:
The correct model # is, ci422; not ci24re (ca) as previously reported. This report is filed (B)(6) 2016.

Manufacturer narrative:
This report is filed september 30, 2016. Device not returned to the manufacturer.

Event description:
Per the clinic, the patient developed an infection at the implant site resulting in extrusion of the electrode array through the skinflap. Subsequently, the device was explanted on (B)(6) 2016.